Manufacturer narrative:
Evaluation method, results - device was not returned to manufacturer; no evaluation could be performed.

Event description:
In late 2007, a minimally invasive procedure for a one level fusion was performed. After a subsequent complaint of discomfort by the pt, it was noted on x-ray the left rod had slipped from the tulip of the screw located at l4. It should be noted the set screws were still tight. A revision surgery in 2008 revealed little contact between the set screw and rod at l5. The screws, set screws and rod on the left side were replaced. The pt is asymptomatic at this time.